Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 12 x 2.0 quantum balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. Magnified inspection identified a pinhole in the balloon material 2mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found in the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 12 x 2.0 quantum balloon catheter. No patient complications were reported and the patient's status was good.